Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.038.005s. Lot: 3l50960. Manufacturing site: bettlach. Release to warehouse date: 04. Mar. 2019. Expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the returned end cap is slightly scratched at the tip and the threads show also sings of use. Furthermore, the anodized green color was partly abraded. The stardrive recess and the rest of the device however is still in good condition. Functional test: a functional test was performed during the cq investigation. Another tfna nail (part 04.037.028 lot# 9814346) was available to reproduce the complained issue. The end cap could be screwed in to the tfna nail without any problems. The returned end cap passed the functional test successfully. Summary: the complaint condition could not be confirmed during the performed cq evaluation, and therefore the in the investigation flow listed remaining investigation steps are not required. The handle has passed the functional test as described above. In hindsight and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. Please refer to the current technique guide. We can confirm that the complaint condition is not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for the femoral pathological fracture with tfna in question. During the surgery, the surgeon could not insert the end cap 0 mm initially. The locking mechanism of the blade was working, but the end cap could not be inserted. The end cap was not inserted completely. The surgery was delayed by less than 30 minutes. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1). This report is for 1 of 3 for (B)(4).